Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire and one safety introducer needle. A break was observed in the inner core wire, approximately 1.5cm proximal of the weld tip. The outer coil was elongated but was intact. The distal weld tip was intact. The elongated portion of the coil wire was inlaid through the needle cannula and the distal segment of the inner core wire was distal of the needle tip. Blood residue was evident throughout the sample. Microscopic inspection of the break in the inner core wire revealed a sharp bend in the wire adjacent to the break. The break edge exhibited a dully granular surface; however, a region of increased luster was observed along the break edge oriented toward the inside of the bend. The distal segment break surface exhibited a concave shape while the proximal segment break surface exhibited a convex shape. Material necking was observed in the vicinity of the break. Microscopic inspection of the needle bevel revealed several regions of increased luster. Along the proximal edge of the bevel, regions of outward flaring material were observed. The regions of increased luster and the sharp bend in the inner core wire were consistent with damage caused by contact between the wire and a hard, sharp edge such as the needle bevel. The flared material along the proximal bevel edge of the needle was typical of damage caused by withdrawing the guidewire against the needle bevel. The dully granular break texture, material necking and ¿cup and cone¿ shape of the break surfaces were typical of damage caused by tensile stress. It appeared that the wire was withdrawn against the needle bevel and became stuck. Subsequent pulling resulted in the observed break in the wire. The product IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Manufacturer narrative:
A lot history review (lhr) of rezf0740 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Allegations reported the wire was said to have sheared off as it was being removed from the patient.